Event description:
Revision of ascend flex perform total shoulder replacement due to glenoid loosening.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the x-ray provided confirms the loosening of the device. This conclusion was verified by a medical expert upon review of the patient's case documentation. The opinion of the medical expert state as following: "the radiograph shows extensive osteolysis/cyst formation indicative of particle debris disease, because of wear of the glenoid 8 years after implantation. The breakage of the marker wire illustrates breakage of the central peg; thus the implant has moved, thus the implant is loose." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Revision of ascend flex perform total shoulder replacement due to glenoid loosening, the surgeon converted from a total shoulder to a reverse shoulder with a graft taken from the iliac crest.